Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned cardiac non-emergency treatment when the issue occurred, and it was completed by shutting down and rebooting the system which resulted in expected delay in completing the procedure. A philips remote service engineer (rse) examined the system onsite and confirmed that the customer resolved the reported system boot up issue by rebooting the system. The rse found network communication issue through log file and released onsite engineer. A philips field service engineer (fse) visited onsite and inspected the log files. During troubleshooting, the fse checked all video feed cabling and found loose video connection on back of flexvision pc. The fse reseated the connection properly. After that, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up properly. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.